Event description:
The customer contacted stryker to report that their device would not power on. Later, the customer confirmed that by replacing the battery, the device was able to power on. Stryker determined that a reportable device malfunction did not occur. However, the patient did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. A test battery was used, and the device was able to power on. However, the device beeped 3 times, which is not a critical failure of the device. It was observed that the electrodes were not installed in the device. Stryker performed a clinical review of the event and determined that it is unknown if device use contributed as there was insufficient data within the file to determine the impact of the device use. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section h11 of the initial medwatch report (MFR report#: 0003015876-2025-01893) indicates: stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. A test battery was used, and the device was able to power on. However, the device beeped 3 times, which is not a critical failure of the device. It was observed that the electrodes were not installed in the device. Section h11 of the initial medwatch report (MFR report#: 0003015876-2025-01893) should indicate: stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue as the customer had already replaced the battery. Stryker tested the device with the new battery, and the device was able to power on. However, the device beeped 3 times, which is not a critical failure of the device. It was observed that the electrodes were not installed in the device. Additional information: the customer replaced the battery to resolve the issue. The device passed functional and performance testing and was returned to use. The battery used in the event was further evaluated by stryker. The reported issue was verified and duplicated; the battery was unable to power a device on. Stryker determined that the cause of the reported issue was due to a depleted battery.

Event description:
The customer contacted stryker to report that their device would not power on. Later, the customer confirmed that by replacing the battery, the device was able to power on. Stryker determined that a reportable device malfunction did not occur. However, the patient did not survive.